Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level has been intermittently elevated for the past 2 weeks up to 400 (mg/dl). The contact stated the customer's healthcare provider (hcp) believed the elevated bg levels are due to the customer growing currently. The customer's hcp adjusted their basal rate settings. Correction boluses and infusion set site changes were used to address bg level.